Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - impact code - f1005 overdose.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On (B)(6) 2023, the patient experienced inaccurate cgm values six days after the sensor was inserted in the abdomen. According to the report, the patient received a cgm reading of 267 mg/dl at an unspecified time. No bg was taken at that time. No patient symptoms were reported at that time. At 6 a.m, she dosed herself with 24 units unspecified long-acting insulin and ate breakfast. At 7:45 a.m, she dosed herself with 26 units of unspecified fast acting insulin. An unspecified time later, the patient was driving and experienced a "diabetic attack." She attempted to pull over but hit a mailbox with the car. The patient was transported by unspecified means to the emergency department where her bg was 48 mg/dl while the cgm read 232 mg/dl. There was no mention of treatment for hypoglycemia. The patient's pain was treated with 500 mg extra strength tylenol. The patient underwent a chest x-ray. She was monitored until 8 p.m and discharged. From the car accident, she sustained injuries leading to neck pain, lower back pain, and bone spurs that affected her ability to walk properly. There was no documentation of further medical evaluation or intervention for hypoglycemia. At the time of the report, the patient was feeling fine but experienced soreness in her neck, left arm, and lower back. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.